Event description:
According to the reporter,on ligation of cystic, the first clip was able to fire, but the next clip would not load into the jaws. The jaws were not able to close. Another device was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in undamaged condition. The visual inspection of the returned product noted the instrument was partially applied with fifteen remaining clips. No visual abnormalities were observed with the instrument. Pmv performed functional testing; the trigger handle could not be cycled. (See photo) forwarded to engineering for further evaluation of the not being able to cycle the firing handle. If information is provided in the future, a supplemental report will be issued.